Event description:
Customer family member called to report that the patient passed away due to a cardiac arrest. It was stated that the customer experienced difficulties with the pump and was disconnected from it. Also the family member stated that the customer was hard of seeing and was not sure if there was or not something wrong with the device.